Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR report #: 1627487-2018-01441. It was reported that the patient experienced a cerebrospinal fluid leak as well as headaches during the drg trial leads implant. Reportedly, there was no evidence of a wet tap during the trial. As a result, the patient underwent surgical intervention on 24 (B)(6) 2018 wherein the leads were explanted. The patient was also treated with a blood patch and is feeling better post operatively.